Event description:
The customer reported that the stitching between the zipper on the side panel has become unsown. No patient injury was reported.

Manufacturer narrative:
(B) (4) stitching unsown. Evaluation of the returned product shows that the large window a zipper slider body is open. Front side a drainage port on start and end has 2 inch tear. Backside b drainage port at start and end has a 3 inch tear. (B) (4).